Event description:
The customer contacted stryker to report that their device unexpectedly powered off during use. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. The software log indicated twelve uninitiated shutdowns. Voltage drop measurements were observed to be higher than normal prior to repair and reduced to near normal after replacing the battery pins and reseating the j11 connector. The most likely cause of the uninitiated shutdowns is a high resistance path in the power pcba. The power pcba was replaced to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off during use. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.